Event description:
The reason for call was to address a por message that was appearing on both the pp and insr. Pt noted they have called patient services (pss) previously about the por message, but were unable to do any troubleshooting since they did not have the pp available during the time of the call. Reviewed por meaning and instructed the pt to get the pp out to further troubleshoot. Pt reported that the pp sync'd successfully with the ins and confirmed the ins was on, and the stimulation was set to 5.0v. Reviewed the por message was likely cleared by the pt using the pp prior to calling, since the pt did not indicate they followed-up w/ the hcp to address the por concern. Pss had the pt press the turn ins on key, to verify the ins was on. Pt then reported that the therapy is not working because they don't feel stimulation all the time like they used to, but will feel stimulation depending on how they move. Pt reported that their back is "killing them", confirming that they feel pain in that location. Reviewed considerations with adjusting stimulation, but the pt declined to make adjustments over the phone. Pt stated that they want the ins taken out.pt reported that the issue started since the first of the year, and all year round, they have been dealing with this issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that a couple days ago the patient received the informational por message. Troubleshooting was unable to be performed as the patient did not have their patient programmer present. The patient will call back with programmer present. No symptoms were reported.